Event description:
The patient stated she has gone through airport security with device on at least 10-12 times before with no issue. The patient reported sudden temporary increase in stimulation that was uncomfortable after passing through security scanner at airport. The stimulation sensation the patient felt resolved on its own. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.